Event description:
The pt's mother reported that the down arrow was not responding on keypad. The down button does not spring or click back and affects bolusing. The reporter denies damage to the keypad or exposure to water.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.